Event description:
Additional information received reported the cause of the event was improper use of the device. The device was interrogated on (B)(6) 2012, and it was reported the voltage was low. It was noted the patient was "blind" (unable to read clearly) and was unable to adjust settings. The device was reprogramed to 1.3 volts and the patient reported the device was working properly. No patient injury was reported.

Event description:
It was reported the patient was not having therapeutic effect for the past couple months. The patient had a return of symptoms including more accidents and a sharp pain where the ins is located. The patient stated she has been falling quite a bit more and had more issues with her balance. All these symptoms returned following a fall where the patient was on a chair trying to pull her curtains closed and lost her balance off the chair and fell backwards onto the floor. Patient reported since then things have gotten worse. She stated she had her best relief right after surgery but noticed a decrease in effective relief and the fall made it worse. Patient also said her patient programmer was not working. Patient put in regular alkaline batteries into the patient programmer and it worked as intended. Troubleshooting was done with the patient programmer and it was discovered her internal neurostimulator (ins) was turned off. The patient had not used her patient programmer in "quite a while, a month or longer." The patient had been off for that time contributing to the return of her symptoms. Patient was instructed how to turn ins on and was comfortably feeling stimulation on program 4 at 0.5 volts.

Manufacturer narrative:
Product ID: 3093-28, lot# v208206, implanted: (B)(6) 2009, product type: lead. Product ID: 3093-28, lot# v208206, implanted: (B)(6) 2009, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).